Manufacturer narrative:
G4:30mar2021 b4:(B)(6)2021 a user interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
It was reported that during preventative maintenance (pm) the ventilator's screen was dim, the top cover and front bezel were cracked, and the ground resistance was high after the power cord was replaced. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the user interface, top cover and reseated the ground connection. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.